Event description:
Event description: during the use of the safari guide wire in a tavi procedure, the distal end became exposed, preventing its use, making it necessary to open another wire to continue the procedure. Additional information received 16-mar-2026: question: if the damage is a fracture, did the separation involve the core wire, the outer coil wire, or both? Answer: both. Question: are photos available showing the condition of the wire, particularly the distal end and the damaged location? Answer: no. Question: was the guidewire shaped or otherwise manipulated prior to insertion? Answer: no. Question: was the curve of the safari2 guidewire constrained within a catheter during insertion into and withdrawal from the body or treatment site? Answer: no. Question: at what point in the procedure was the damage first observed - during insertion, advancing to treatment site, or withdrawal? Answer: during insertion. Question: did the wire become stuck, entrapped, or resist advancement or withdrawal? Answer: no. Question: did the end user notice any unusual resistance before this damage occurred? Answer: no. Question: was there any difficulty advancing or retracing the wire? Answer: no.

Manufacturer narrative:
This report is being filed based on the additional information received on 16-mar-2026, reporting a fracture to the core and coil material. The device was not received for evalaution at the time of this report; therefore, no physical analysis of the product could be performed. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. As described in the device instructions for use : 1. Ensure a catheter is properldy placed in the ventricle or other intended treatment area. 2. Carefully remove the safari2 guidewire from the hoop by grasping the proximal end of the j-straightener separating the straightener from the hoop. 3. After inspection of the safari2 guidewire, advance the j-straightener over the distal section of the safari2 guidewire to straighten the curve. 4. Insert the safari2 guidewire into the hub of the catheter with the aid of the j-straightener. 5. Carefully advance the distal tip of the safari2 guidewire into the lumen of the catheter. 6. Remove the safari2 guidewire j-straightener by withdrawing it over the length of the safari2 guidewire. 7. Advance the safari2 guidewire through the catheter under fluoroscopic guidance. As described in the preparation for use: safari2tm guidewires should be handled carefully and inspected before use and when possible, during the procedure to observe for any defect or damage that may occur. Do not use a wire that has a damaged coating, tip, camber (change in plane), bend or kink on the wire. Damage will hinder the performance of the safari2tm guidewire. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided, it appears that procedural and/or clinical factors may have impacted on the event as reported. We reviewed the associated risk documentation relative to this product and confirmed that this incident is listed and that it is trending within the established occurrence threshold. Lake region's effectiveness of design verification activities brings the overall risk down to as far as possible. The sections left blank or unknown on this form could not be completed due to missing information. Attempts were made to obtain additional details; however, no further information was provided regarding this event at the time of this report. Should additional information be received, a follow up medwatch report will be submitted. Although annex g instructions state that with stand-alone devices annex g term should not be used, code 4755 was selected due to the system requires a value in h6(g).